Event description:
It was reported that the tourniquet cuff would not inflate during the procedure. The physician decided not to replace the device and performed the procedure using this device. The procedure time was extended for approximately 30 minutes due to extra sponges and laparoscopic devices being used during the case. No patient injury was reported.

Manufacturer narrative:
The returned device was examined and an initial inspection did not identify any holes, tears, punctures, or obvious defects that could result in a potential leak but function testing revealed a leak at one tube to port connection. A review of the lot control sheets for this device confirmed the device passed all function testing before leaving ascent. The most likely cause of the device failure happened after the device was shipped possibly from aggressive handling of the device tubing/port connections during use. Due to the infrequency of this type of event, no trend analysis is available.